Event description:
It was reported that the patient had been hospitalized with high blood pressure, dysreflexia, and a headache. A cerebrovascular accident was suspected. The patient's pump hcp recommended that the hospital hcp do magnetic resonance imaging (MRI); however, the MRI was not performed in the hospital. The patient had been discharged and was to follow-up with their pump hcp. The pump hcp stated they would determine at that time if an mir was still indicated. It was currently undetermined whether the patient's symptoms were related to either the pump or the pump medication. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.